Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of unsure properly inserted cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 532 mg/dl between 36 and 48 hours of wearing the pod. The patient reported they have not been doing boluses for carbohydrates and corrections and was not aware of how to do them. The patient further stated being unsure if the cannula was properly inserted. The clinical product support team provided additional training and resources.